Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the keypad buttons¿ response issue was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.